Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, post sensed t-wave oversensing on the ventricular lead was observed. Device was reprogrammed and remains implanted.